Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by sales representative via phone that an ar-5100-08 graftbolt sheath broken during insertion. This was discovered during an aclr procedure on (B)(6) 2022. All broken fragments were removed, and case was completed with another ar-5100-08 graftbolt.